Event description:
The product is sent to rptr as a pre-filled syringe with 5 ml of normal saline inside a 12 cc syringe with a white twist-on cap. The syringe itself has no labeling on it at all. The plastic overwrap does have a label that basically says "for flush use only. Emt, raleigh nc, 0.9% sodium chloride, 5 ml. Single use syringe. Discard unused portion. The lot and exp date. Sterile solution. Pathway latex free." Rptr's concern is once this product is removed from the overwrap, there is no labeling on the syringe at all. It would be completely indistinguishable from any other syringe. Rptr has never seen a product like this. Been using this product for years from both rocap (?spelling) and emt. This is a new process. Rptr is concerned whether this is appropriate. Samples are available. Rptr has several cases, is personally uncomfortable using this product and has asked supplier to locate older lots packaged as previously. Couldn't locate a phone number of labeler. There is no ndc number on the product.